Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 334 mg/dl. Customer reported that the insulin pump alarmed hardware low level failure. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. Customer was perform self test and it was pas. The customer was treated with fluids, insulin drip. Customer declined to trouble shoot for high blood glucose. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.